Event description:
It was initially reported that at a pump refill it was determined that there was too much drug in the pump's reservoir. A (B)(4) study showed the catheter was no longer in the intrathecal space. No roller study was performed. It was later reported that the patient was not receiving effective therapy at this point, and a catheter revision will be required. Drug delivered via the device was lioresal 500mcg/ ml 350mcg/day.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).